Event description:
The customer stated that she received a button error alarm, but could not clear it due to unresponsive buttons and a frozen screen. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen display noted. Unable to verify battery out limit alarm due to no button response. The insulin pump received with moisture damage on the motor assembly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.